Event description:
A malfunction alarm was reported by the caller, specifically alarm 2 followed by alarm 26. These did not affect the customer's blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the customer resolved the issue by changing the cartridge and resuming insulin. There was a mention of previous occlusion events, and the customer took the same actions to address each occurrence. Technical support transferred the call for further assistance due to frequent and recurring occlusion issues.